Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Tandem's technical support had the customer perform a system check and the occlusion was determined to be caused by the tubing. Reportedly, the customer used apidra insulin. The customer's blood glucose level was 171 mg/dl. The customer changed the infusion set and resumed insulin delivery.